Event description:
The customer's spouse called to confirm that the customer's pump was still on. The spouse stated that the customer was disconnected from the pump during an MRI. The spouse confirmed that time/date and basal rates were correct. A few hours later, the spouse called back in need of assistance with an entire set change. The spouse stated the customer was hospitalized for hbg and dehydration. The spouse had refused to go into detail about this incident. The spouse was instructed to call back for further assistance.